Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from a patient. This case concerns a (B)(6) female patient who experienced 'right knee stiff' and 'hard to walk on' after receiving treatment with synvisc-one injection. No medical history, past drugs, other concomitant medication or concurrent conditions were reported. On (B)(6) 2013, the patient received treatment with synvisc one injection at a dose of 6 ml, once, (route, dose, batch/lot and expiration date unknown) in right knee for osteoarthritis. On unknown date, the patient experienced right knee stiff and hard to walk on. Action taken : not applicable. Corrective treatment: not reported. Outcome: unk. Seriousness criteria: the event of 'hard to walk on' was assessed as serious per the new ime list. A pharmaceutical technical complaint (ptc) was initiated and the conclusion was pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a patient who experienced right knee stiffness and difficulty walking after receiving hylan g-f 20. Although, the role of device cannot be ruled out due to anatomical proximity, however information regarding underlying disease and concomitant medications is needed for better assessment of case.